Event description:
The plaintiff's attorney alleged that the plaintiff experienced cardiovascular and cerebrovascular events in (B)(6) 2011 and (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular, cerebrovascular) of two events reported for the same patient involving two separate products; associated MDR numbers 1225714-2014-00697, 1225714-2014-00698, 1225714-2014-00699 and 1225714-2014-00700.